Event description:
Caller reported that insulin gauge displayed an amount different than expected, and experienced a fill estimate issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support explained that a large variance in measured pressures could cause this issue and that once the insulin level matched the static number shown, the estimate would update normally. Caller acknowledged and understood the explanation.